Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead integrity alert triggered for short interval counts (sic) and impedance variation. It was also reported that there were significant impedance spikes. The pocket was opened and it was noted the blue mark on the lead could not be seen in the header. The right ventricular (rv) lead was removed, tested and reinserted, assuring the blue mark was seen. Impedances and thresholds were stable. The lead remains in use. It was also reported there may be a loose connection. The device remains in use. No patient complications have been reported as a result of this event.